Event description:
The customer reported that she is unable to move forward and to pass the prime process. The customer stated that she woke up with 390mg/dl and drank juice. The caller was able to give 2 units at time before the insulin pump alarmed motor error. The customer mentioned that the device is damaged above the upper right corner. Troubleshooting was performed, and the drive support cap appears to be normal. The displacement test passed. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to corroded motor home switch. Further testing could not be performed due to constant motor error alarms. The device was received with crack case on all four corners near the display window, missing end cap sticker, and protruded/loose drive support disk.